Manufacturer narrative:
Based on the claim against the product by the customer noting the tip of the harmonic ace instrument was broken, an investigation is in progress to determine the cause of this reported event. Intuitive surgical, inc. (Isi) has not received the device for failure analysis evaluation. A review of an image provided by the customer is consistent with the complaint of a broken instrument tip. The root cause of the failure mode cannot be confirmed based on a review of the image. The probable root cause of a broken blade is attributed to use conditions. Cracked or broken blades result from blade scratches and damage caused by contact with other instruments or other hard/metal objects (e.g., staples, clips, etc.) During use while the instrument is activated. Blade fractures propagate from initial contact sites due to the ultrasonic vibration of the harmonic ace blade, leading to eventual/premature failure (e.g., scratches and damage result in cracks, which then result in broken blades). This issue can be resolved by using an alternate instrument to complete the procedure. This complaint is bein reported due to the following conclusion: it was alleged that the tip of the harmonic ace instrument broke off and fell inside the patient during a da vinci-assisted surgical procedure. The fragments were retrieved during the same procedure. At this time, it is unknown what caused the breakage to occur.

Event description:
It was reported that during an unspecified da vinci-assisted surgical procedure, the tip of the harmonic ace instrument was broken while grasping tissue. The instrument fragments fell inside the patient¿s cavity and were retrieved during the same procedure. There was no bleeding. The customer confirmed that the instrument was inspected prior to use with no abnormality. The procedure was completed with a backup instrument of the same kind. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: during the procedure, the instrument tip was found broken on the camera screen after using the instrument for about 10 minutes. All the fractured parts were found, retrieved, confirmed to be intact by putting the pieces together, and there was no residue in the field of view. The surgeon believed there was an instrument collision during the case but the issue was due to instrument quality. The instrument was not removed during the procedure (prior to the breakage). No functional issues were found. Upon final removal of the instrument, the instrument's wrist was straightened, and the surgical staff did not feel any resistance upon removal of the instrument through the cannula. Both instrument and cannula had no other damage after the event occurred. The patient had no injury or harm and has not returned to the hospital due to experiencing any post-surgical complications related to retaining a foreign object.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Based on the claim against the product by the customer noting the harmonic ace insert was broken, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) received a da vinci product to perform failure analysis. The harmonic ace insert was analyzed and the complaint regarding broken tip was not confirmed by failure analysis. The primary finding from failure analysis does not match with the complaint description. Upon visual inspection, there was no damage found to the blade. The root cause of this failure is attributed to non-device related factors. Additional observation found the teflon pad was dislodged from its original position on the clamp arm upon visual inspection. The teflon pad appeared to be in a lower position but remained attached to the clamp arm. There was no missing material.